Manufacturer narrative:
Pump received no button response due to lcd unlock keypad connector. Unable to perform operating currents due to no button response. Unable to verify low reservoir alarm and failed battery alarm due to no button response. Unit received with minor scratched display window. (B)(4)

Event description:
Customer reported via phone call that buttons were not responding and when the act button was pressed, insulin pump received a low reservoir alarm. Customer also reported that insulin pump received a failed battery test. Failed battery test was not resolved even after troubleshooting. Customer was advised that insulin pump would be replaced due to keypad issues.